Event description:
Patient with closed rib fractures on the right side had surgery on (B)(6) 2017 - right vats, right 9th and 10th rib plating. This was a trial of kls plates by dr. Patient returned to the operating room on (B)(6) 2017 for removal of broken rib plates and replacement of new rib plates right 9 and 10 ribs.